Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) female patient receiving intrathecal bupivacaine and fentanyl (dose and concentration asked, and unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient reported seeing personal therapy manager (ptm) code 8286 on (B)(6) 2015. It was stated that the patient was due for a refill in (B)(6) (also reported that she was due now.) No symptoms were reported. It was noted that the patient heard the pump beeping yesterday ((B)(6) 2015). The patient was going to contact the health care provider (hcp) office right away. If additional information is received this report will be updated.